Event description:
Pca pump was used for labor epidural, delivery impaired when medication bag changed and not appropriately restarted; however, the pump appeared to be pumping but not delivering the medication. Sales representative (B) (4) met with spouse, anesthesia, pt advocate and others to discuss issues.